Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
(B)(6). It was reported that a patient experienced multiple episodes of atrial tachycardia. The patient was started on flecainide for a month. The event status is still in progress. No further information was provided.

Event description:
It was reported that a patient experienced multiple episodes of atrial tachycardia. The patient was started on flecainide for a month. No further information was provided. The event status is still in progress. It was further reported that the event was considered solved on (B)(6) 2025.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Updated field b5 description of the event with new information obtained.